Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous superficial femoral artery (sfa). The sterling over-the-wire balloon was successfully advanced to the target lesion. Upon first inflation at 10 atms, a balloon rupture occurred. The inflation duration in seconds is unk. The balloon was successfully withdrawn and the procedure was completed with another of the same device. There were no pt complications or injuries reported. The pt status is reported as 'good'.

Manufacturer narrative:
Eighteen years or older. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).